Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump lost power. It was noted that the battery was changed but the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/30/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots were recorded. The battery compartment was intact; no damage was observed. No battery cap was returned with the pump. A test battery cap was used to complete testing. The test battery cap was able to be fully secured to the pump. The pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump was exercised for 24 hours with no power issues occurring. The pump case was removed and no evidence of internal moisture or damage to the printed circuit board was observed. The complaint that the pump had no power was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.